Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 119 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 139 mg/dl using truemetrix meter and 138 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2016. The customer stated he is on insulin. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns:119 mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 119 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 139 mg/dl using truemetrix meter and 138 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is 12/05/2016. The customer stated he is on insulin. The meter memory was reviewed for previ ous test result history (date/time not set): 1:97mg/dl (B)(6) 2016 07:17 am fasting:yes; 2:119mg/dl (B)(6) 2016 07:46 am fasting:yes; 3:100mg/dl (B)(6) 2016 06:59 am fasting:yes; 4:104mg/dl (B)(6) 2016 11:38 am fasting:yes; 5:102mg/dl (B)(6) 2016 07:22 am fasting:yes. Memory concerns:119 mg/dl.